Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states when the catheter was removed due to occlusion it appeared to be deformed and inflated. The catheter was replaced with a new catheter.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. No probable cause was found since there was no sample, picture or video were received for testing, therefore the reported condition is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states when the catheter was removed due to occlusion it appeared to be deformed and inflated. The catheter was replaced with a new catheter.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. One palindrome catheter was received for analysis and investigation. The device showed signs of use and the catheter was cut into two parts. Visual inspection was performed, and it was observed that the catheter was cut in the area of the catheter that was deformed. An ishikawa diagram was used to determine the potential causes for this event. The reported condition was confirmed. Based on the available information could not be attributed to the manufacturing process and the root cause could not be determined. The most probable root cause can be considered as customer usage. No triggers or trends have been found; no harm was reported for this complaint. No further actions are required. It must be noted that in-process are in place to prevent nonconforming product from leaving the manufacturing operations. If information is provided in the future, a supplemental report will be issued.